Event description:
Event description guidant received information that the patient with this pacemaker developed bradycardia, 40 beats per minute, as a result of a loss of capture. This was due to increased threshold with the device output at 6.5v at 0.3ms.